Manufacturer narrative:
The report of devices not powering on was confirmed and reproduced. 4 keypad assemblies were provided for investigation. During external inspection, the keypads were observed to have bends on the flex cable and ground cable. The keypads were observed to have signs of fluid ingress and scratches on the flex cable. During internal inspection, 4 out of 4 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. The front case keypads (qty 4 p/n tc1013664) were connected to the pcu test fixture and were not able to power on. The ac indicator light did not illuminate on 3 out of 4 keypads after plugging in the power cord. The keypad with the ac indicator light illuminating as expected was observed to have only 4 functioning keys (s1, s5, s10, s11). The three remaining keypads were observed to have all keys functioning as intended with the exception of the system on key. Previous failure investigations have identified this issue as being associated with fluid ingress entering the keypad, resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit and producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed. The proximate cause of the keypad failures is suspected to be associated with keypad trace damage resulting from fluid entering the keypad circuit layer. Device history review: review of the pcu module 15491691 service history record showed the device had a manufacture date of 02/18/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/21/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were provided for investigation.

Event description:
It was reported the front case is being replaced since the device wouldn't turn on. There was no patient involvement. (Pcu) customer sent in: one used tc10013664 sn (B)(4). One used tc10013664 sn (B)(4). One used tc10013664 sn (B)(4). One used tc10013664 sn (B)(4).